Event description:
It was reported that the patient was experiencing difficulty charging the ipg. No device malfunction suspected. The patient underwent an ipg replacement procedure wherein a non-rechargeable, MRI-capable device was implanted. The patient was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Sc-1132, (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was having difficulty charging the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure wherein a non-rechargeable, MRI-capable device was implanted. The patient was doing well postoperatively and the explanted device was kept by the facility.